Event description:
Customer reported result of 45 mg/dl on the compact plus system with low blood glucose symptoms. Customer self treated with toast and jelly, and obtained result of 100 mg/dl on the same system within 10 minutes of result of 45 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.